Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked a lot. The valve seemed to be partially detached. Other devices were used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.